Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated.

Event description:
According to the available information the device was explanted and replaced due to infection.

Event description:
According to the available information re-implantation was performed on (B)(6) 2024. Only one piece of genesis (lot 9137793) was explanted on (B)(6) 2023. One piece of genesis (lot 9420207) was implanted on (B)(6) 2024.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated.